Event description:
A malfunction alarm was reported with a specific code. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Event description:
A malfunction alarm was reported with a specific code. There was no adverse impact to the customer's blood glucose level. The customer was guided through resetting the pump, but the issue persisted, leading to a decision by technical support to replace the pump. The customer will use an alternate insulin therapy and return the problematic pump following instructions from technical support.